Manufacturer narrative:
Failure analysis revealed that no cosmetic damage noted on the insulin pump. The device pump passed the self test and displacement test. No missing segments noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump has a partial display. The customer reported that the insulin pump has 3 streaks. Customer's blood glucose level at the time 139mg/dl. Advised insulin pump would be replaced. No additional information was provided.